Event description:
It was reported that unknown error message occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2026. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a stale stop command which led to an early sensor expiration. The reported event of an unknown error message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).